Manufacturer narrative:
The insulin pump was received with no select, return, left and down arrow button response due to corrosion on the keypad traces. Analysis was unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements or verify pump error 68 alarm due to no button response. No stuck button alarm noted. The insulin pump was received with scratched case, missing display window cover, peeling keypad overlay, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 17 mmol/l at the time of the incident. The customer stated that the buttons are stuck. The customer did not troubleshoot and did not send the product back for analysis.